Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer's sales representative called product surveillance on (B)(6) 2010 and left a voicemail to report that a facility had an incident regarding a viaflex container during chemotherapy, which had caused the patient and two nurses to be sprayed with chemo. During a follow up with the sales representative, he explained that the facility had an issue with baxter's secondary set (2h7462) becoming disconnected from baxter's viaflex containers, which caused the chemo spray; the chemo spray did not result from dextrose bag splitting. According to the sales rep, the lot number of both the set and dextrose bag involved in this incident are unknown and samples are not available for this specific event. The following lot numbers are in stock in the facility: r10c16123, r10c01133, and r10b09054; the customer stated that the nurse spikes the bag and it appears to be loose and falls out (disconnects from the bag), which leaves the port open and medication (in this case chemo) to leak/flow out of the bag. In (B)(6) 2010, they switched over to new tubing (baxter) and prior to that, they were using b braun tubing. According to the customer, the baxter spike is shorter and it is tiered, while b braun's is not. The patient and both nurses are alright after being splashed with the chemo spill. This report is for nurse 1.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. Visual inspection of the bag septum showed no puncture site. The spike was removed and re-inserted to the spike chamfer. The sample was then hung from an in-house hanger and the tubing was manually pulled to test for separation. The set was then removed and spiked into the b braun solution bags and again tested for separation and there was no separation. The sample's lot number was unknown so a batch review will not be performed.